Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to troubleshoot the issue at the customer site. A variety of troubleshooting was performed; however, the fse considered a leaking r2 syringe (part number 7-77650-02) to be the likely cause of the customer's issue. The part was replaced, which resolved the issue. The architect system operations manual and the architect afp assay package insert provide information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The issue was resolved through standard troubleshooting procedures. There is insufficient information to reasonably suggest that a malfunction of the syringe (part number 7-77650-02) caused the erratic results as multiple troubleshooting actions were performed by the fse to resolve the issue. Based on the investigation performed, neither a deficiency nor a malfunction of the architect i2000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports that one patient sample generated an initial architect afp assay result of 19.499 ng/ml on an architect i2000sr analyzer. From (B)(6), the sample was tested on two other architect isystems in the lab and generated results of 1.752, 1.636 and 1.706 ng/ml. The customer stated that they believe that the initial result is falsely elevated. No suspect results were reported from the lab. While on site, an abbott field service engineer noticed that beginning on (B)(6) 2015, quality controls results "went bad." There is no impact to patient management reported.